Event description:
It was reported that the central station is not alarming. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips response service engineer (rse) spoke to the customer. The customer was advised to perform a reboot and rest the cables. A reboot was performed, and the issues was resolved. No further investigation or action is warranted at this time. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes was there any adverse event to the patient or user? If yes, describe? No if there was an adverse event, did the device cause or contribute to the adverse event, and how? There was no adverse event or patient harm reported.